Manufacturer narrative:
Per tandem¿s cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a blood glucose (bg) level of 550 mg/dl and diabetic ketoacidosis. The customer alleged that the pump was not delivering insulin properly. Additionally, it was reported that the customer was using supplies longer than approved per tandem labeling. The customer went to the emergency room and was subsequently hospitalized. Bg was treated with intravenous insulin, fluids, and blood work. Reportedly, the customer was released on (B)(6) 2020 with the issue resolved and no permanent damage.